Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead was noted to have twiddled their device, causing this rv lead to dislodge into the patient's atrium. A revision procedure was performed to successfully reposition the lead. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient again twiddled their device and leads, which caused this lead to become dislodged. A revision procedure was performed and the lead was explanted. It was noted that the lead was discarded after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.